Event description:
Health professional reported rupture. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event rupture was reviewed on 23-feb-23. Visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the broken as no microscopic analysis can be performed. Additional observations: red particles on the surface of the shell. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Health professional reported rupture. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d6a, h4.

Event description:
Health professional reported left side rupture. The device has been explanted.